Event description:
It was reported that during a treatment procedure, the distal metal tip of the occlusion balloon fractured. The physician had performed a left foream shunt graft thrombectomy using this balloon. The balloon had been inflated twice for 40 seconds each. (The number of atms reached is unknown.) The physician had used a 6f mosquito sheath and placed the balloon over a platinum plus gildex 180 cm guidewire. When this catheter was removed from the pt's body it was discovered that the distal metal tip was not attached to the catheter properly and was about to detach. The procedure had been successfully completed. The pt is reported as 'good' following the procedure; no injury or complications were reported.